Event description:
It was reported that the patient was having difficulty charging the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively. Additional information was received the patient ipg was kept buy facility.

Event description:
It was reported that the patient was having difficulty charging the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Date of event: exact date unknown, event occurred over a year from the date the manufacturer became aware of the event.